Event description:
Revision surgery - due to the patient's hip dislocating during physical therapy. The surgeon decided to replace the ceramic head as it was showing loosening.

Manufacturer narrative:
The reason for this revision surgery was dislocation after 8 days in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 2 prior complaints reported against this part; this is the first complaint against this lot number. The root cause for the dislocation was reported as, "patient's hip dislocated during physical therapy." There are no indications of a product or process issue affecting implant safety or effectiveness.